Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was noted that intermittent oversensing inhibited rv lead pacing which caused small pauses. A lead integrity alert (lia) occurred due to short ventricular intervals and noise. The rv lead was reprogrammed and no more oversensing was noted. The lead remains in use. No further patient complications have been reported as a result of this event.